Event description:
The low flow alarms were confirmed to be due to hypertension and resolved with blood pressure control. It was suspected that the patient's external batteries were completely drained but it was not confirmed. The patient said they were having alarms, but they do not remember if their batteries were depleted. Related system controller MFR #: 2916596-2023-04583.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the patient's pump stopping could not be confirmed as the event was not captured in the submitted log files. Review of the controller log files confirmed inaccurate timestamps suggesting that the system had experienced a total loss of power, including depletion of the system controller backup battery. Such an event could have resulted in a pump stop. The pump operated as intended at the set speed throughout the captured data. Depletion of the system's batteries was suspected; however, this was unable to be confirmed as the patient was unsure of the exact event details and was known to be a poor historian. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Review of the submitted log files revealed lvad clock timestamps which were not consistent with the timestamps observed in the system controller log files. A specific cause for this finding could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with low flow alarms and their system controller clock not set. The patient thought that their pump may have stopped at some point but was not sure. The log files noted controller clock corrupt (f49) clock invalid alarms and intermittent sustained & unsustained low flow alarms. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm. Around 2.2-2.4 lpm and pulsatility index (pi) was averaging 10.5-13.2 during these events. It was also noted that the patient was sleeping on battery power. It was determined that the patient was a poor historian and was only using batteries. They were reinforced on using their mobile power unit while sleeping. The system controller clock was synched. The patient was hypertensive which was thought to be the cause of the low flow alarms and high pis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.